Manufacturer narrative:
The service rep troubleshot the system and found an interruption in the 24 volt circuit in the mainframe. He replaced the ps3 and power motor relay board then verified the proper operation of system. The system performs as designed.

Event description:
The customer reported c-lift will not go up or down. No pt injury was reported.